Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The soft cannula, needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage cannot be determined. The download data does not contain any timeouts, drive stalls or signs of struggle during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for more than 48 hours. The cannula dislodged from the infusion site (abdomen). The cannula was also bent. As treatment for hyperglycemia, a new pod was applied.